Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance/position could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors which may contribute to difficulty advancing the device in the introducer sheath include, but are not limited to, damage to the stent, damage to the guiding catheter, guiding catheter / introducer sheath size selection or procedural technique (devices not properly supported or coaxially aligned). Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible the herculink interacted with the introducer sheath during advancement, as resistance was noted, causing the reported difficult to advance/position. Further interaction with the introducer sheath while attempting to remove the device may have contributed to the observed material deformation, ultimately causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the renal artery with moderate calcification, mild tortuosity and 80% stenosis. The 6x12mm herculink elite stent delivery system (sds) felt resistance advancing through an unspecified 5fr sheath and the stent was noted to dislodge but remained on the balloon. Therefore, the sds was removed and another unspecified sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.